Event description:
Four days post index procedure the patient returned to the hospital with a myocardial infarction and st elevation and went into cardiogenic shock. It was noted that the patient had been prescribed plavix but failed to take it. The patient underwent a percutaneous coronary intervention and thrombus was discovered in both stents. The proximal end of the cypher stent was totally occluded with thrombus. An attempt was made to conduct balloon angioplasty, but the physician was unable to treat the obtuse marginal successfully. The patient stayed in cardiogenic shock and was transferred to a different hospital three days later. The patient expired in 2007. No further information was provided in reference to the death because it occurred in another hospital. The patient was initially admitted with chest pain, atrial fibrillation and increased troponin one month prior. The patient had a lesion in the de novo obtuse marginal and a lesion in the right coronary artery (treated with a taxus stent). It was noted that there was extreme disease. The lesion was pre-dilated with a 2.0 balloon several times at 8, 18 and 6atm for 8, 20 and 6 seconds respectively. The lesion was then pre-dilated again with a 2.5 x 28mm balloon at 8atm for 16 seconds. Then a 2.5 x 28mm cypher stent was implanted and post dilated with a 2.25 x 11mm balloon several times at 18 and 14atm for 11 and 9 seconds, respectively. An edge dissection was noted distal to the stent, after the implantation of the cypher stent (cause unknown). The dissection was treated with a 2.0 x 8mm minivision bare metal stent implanted at 12atm. The patient was discharged from the hospital the next day. The patient's medications included the following: lisinopril (pre and post), lovastatin (pre and post), lopid (pre and post), lopresor (pre and post), levothyroxine (pre and post), insulin (pre and post), aspirin (pre and post), warfarin (pre procedure), fenofibrate (pre procedure), heparin (pre procedure), integrilin (pre and intra procedure), neosenefrin (intra procedure) atropin (intra procedure), tridol (intra procedure), verapamil (intra procedure) and plavix (post procedure).

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.